Manufacturer narrative:
The unit was returned to the service center for evaluation. The connection pins inside the video connector were found worn causing a poor connection. The image quality was inspected and confirmed the user¿s complaint of the intermittent/flickering image. The instruction manual provides the user several warnings to prevent systems complications. ¿always inspect the system accessories for damage prior to use. In particular, check the cables of any re-usable accessory for possible insulation damage. The cable and connectors should be inspected for any processing damage. If any of the connector pins are bent or if the cable shows any signs of crush damage, cracking or distortion, it must be discarded. "

Event description:
The service center was informed that when the camera was plugged into the display the image would intermittently appear. If the connection cable was wiggled the image would appear and then disappear. The user facility reported this image issue occurred with another camera and believes there is an issue with the processor. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. A review of the repair history showed no service/repair record. The legal manufacturer reported that the most like causes for the reportable event are as follows: ¿ more than 9 years have passed since the subject device was manufactured and it is presumed that the phenomenon occurred due to deterioration of the electrical contacts in the video connector by long-term use, or the device being used by the user with foreign matter such as dust, dirt, or chemical residue on the electrical contacts of the video connector.